Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, opening on anterior, delamination of valve and white particles in the shell. Leak test and microscopic analysis was performed which identified: delamination of valve (<75% total separation), striated opening and non-penetrating nicks. Based on the device analysis the final assessment is: a delamination total of valve assessed as a cohesive failure. A striated opening assessed as surgical damage like consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation of contralateral side device.

Event description:
Healthcare professional reported left side implant as "old." Additionally, healthcare professional reports valve delaminated from shell. Device has been explanted.